Event description:
During an arthroscopic procedure, the device emitted metal fragments and additional irrigation of the surgical site was required. Some metal fragments were left in the surgical site. No pt injury reported.

Manufacturer narrative:
The visual examination of the returned device revealed galling marks and damage on the cutting edges of the inner shaft. These markings are an indications that the device did experience side-loading, thus causing discharge of metal fragments.